Event description:
It was reported that the sales representative observed a kinemax revision of the tibia base plate. The surgeon reported that the patient had pain since 2008, when she received a knee implant and that she went for a second opinion to another surgeon in another hospital. The surgeon further reported that the diagnosis of the second opinion was that maybe the tibia plate was too big, and that's why she had pain. The implants the patient received in 2008 were seen as a small tibia plate, a medium femur and a 12 mm insert. The surgeon also reported that because with the kinemax system, you cannot go two sizes up or down, the plan was to perform a scorpio nrg ps or a scorpiots. During the surgery, the surgeon stated that he established that the small tibia plate was the right size, but maybe a little bit too much located to the lateral side. Surgeon decided to implant a new small tibia plate more to the right side with a 15 mm insert.